Manufacturer narrative:
(B)(4). The customer returned one 17ga epidural needle and one epidural catheter. A visual exam was performed and no blockages could be seen on the needle hub, and no issues were observed with the catheter. The inner diameter of the needle was measured, along with the outer diameter of the returned catheter. Both were found to be within specification. An attempt was made to thread the returned epidural catheter. The distal end of the catheter would thread through the needle with no resistance met. A drag test was performed and the needle and catheter passed the test. No lot number was provided by the customer; therefore a DHR review was performed based on a lot number from the customer sales history. There were no relevant findings during the review. The reported complaint of the catheter not threading through the epidural needle could not be confirmed based on the sample received. The returned epidural catheter could be threaded through the returned needle with no resistance met. There were no dimensional or functional issues found with the returned sample.

Event description:
The customer alleges that the doctor was unable to thread the catheter through the epidural needle.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the doctor was unable to thread the catheter through the epidural needle.